Event description:
It was reported that the device had rate discrepancy during infusion and there was a free flow event. There was patient involvement but the information on patient impact was not provided.

Manufacturer narrative:
Correction: device eval by manufacturer?, reason code for no evaluation, if other specify. Omit: a140502 - free or unrestricted flow (2945), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, g, b, c and d grids and manufacturer narrative (chr and DHR statements). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Correction: correction to remove the following codes in section h6 reported in error in the semdr. Annex g: g02001. Additional information: annex g: g02017.

Event description:
It was reported that the device had rate discrepancy during infusion and there was a free flow event. There was patient involvement but the information on patient impact was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had rate discrepancy during infusion and there was a free flow event. There was patient involvement but the information on patient impact was not provided.